Event description:
The email received for the (B)(4) study indicated that the day of the index procedure the patient experienced an ischemic stroke. The patient is a (B)(6) female who was enrolled in the (B)(4) study for stenting of the carotid artery. The target lesion location was the ostium of the left internal carotid artery. The characteristics of the vessel are unknown. The rate of stenosis was 80%. An angioguard (701814rec/ lot 70711430) embolic protection device was advanced and deployed distal to the lesion. The lesion was pre-dilated (balloon unknown) and a precise (pc0940rxc/ lot 15465985) stent was successfully deployed at the lesion. The angioguard was carefully removed from the patient and upon inspection there was no debris found in the filter basket. The procedure was successfully completed. The patient was neurologically intact when taken from the angio suite. Approximately two hours post procedure, the patient suffered a neurological event. The patient suffered hemiparesis of the right side. The onset was sudden with partial residual effects. The patient was diagnosed with an ischemic stroke.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
The email received for the (B)(6) study indicated that the day of the index procedure the patient experienced an ischemic stroke. The patient is a (B)(6) female who was enrolled in the (B)(6) study for stenting of the ostium of the left internal carotid artery. The characteristics of the vessel are unknown. The rate of stenosis was 80%. An angioguard embolic protection device was advanced and deployed distal to the lesion. The lesion was then pre-dilated (balloon unknown) and a precise stent was successfully deployed at the lesion. The angioguard was carefully removed from the patient and upon inspection there was no debris found in the filter basket. The procedure was successfully completed. The patient was neurologically intact when taken from the angio suite. Approximately two hours post procedure the patient suffered a neurological event. The patient suffered hemiparesis of the right side. The onset was sudden with partial residual effects. The patient was diagnosed with an ischemic stroke. The product was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. Ischemic stroke is a known potential risk associated with implanting a stent in a carotid artery and can be defined as a cerebrovascular disorder caused by deprivation of blood flow to an area of the brain, generally as a result of thrombosis, embolism, or reduced blood pressure. The act of stent expansion or post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. A blood vessel that is not blocked, but is extremely narrowed, can also cause an ischemic stroke. The blocked or narrowed arteries deprive brain cells of oxygen and nutrients, leading to nerve cell death. An 80% of all strokes are ischemic. During ischemic stroke, diminished blood flow initiates a series of events (called ischemic cascade) that may result in additional, delayed damage to brain cells. Early medical intervention can halt this process and reduce the risk for irreversible complications. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events.